Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was likely nerve damage from vascular intervention. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Following the implant, the patient experienced deviation in their tongue as well as slurred speech. The patient also experienced surgical site pain, swelling in the pocket and significant blood seeping. Per the opinion of the physician, the root cause of the event was likely nerve damage from vascular intervention. The patient's therapy was turned off and the physician was hopeful it would resolve in 4-6 months.

Event description:
A barostim system was implanted on (B)(6) 2025. Following the implant, the patient experienced deviation in their tongue as well as slurred speech. The patient also experienced surgical site pain, swelling in the pocket and significant blood seeping. Per the opinion of the physician, the root cause of the event was likely nerve damage from vascular intervention. The patient's therapy was turned off and the physician was hopeful it would resolve in 4-6 months. As of (B)(6) 2025, the patient was not responding to the clinic, and their therapy was still off. On (B)(6) 2025, the patients therapy was resumed and as of (B)(6) 2025, it was confirmed that the tongue deviation resolved.

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h6, h11. (B)(4).

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Following the implant, the patient experienced deviation in their tongue as well as slurred speech. The patient also experienced surgical site pain, swelling in the pocket and significant blood seeping. Per the opinion of the physician, the root cause of the event was likely nerve damage from vascular intervention. The patient's therapy was turned off and the physician was hopeful it would resolve in 4-6 months. As of (B)(6) 2025, the patient was not responding to the clinic, and their therapy was still off.